Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting the atrial lead into the pulse generator header was difficult. The use of silicone oil was required in order to insert the lead into the header. The device was successfully implanted and the patient was in stable condition following the procedure.